Event description:
The customer reported that the 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer was not able to duplicate the alleged malfunction. Covidien was not authorized to service the device.